Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test due to loose drive support disk. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working. Customer would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 78 mg/dl at the time of incident. Customer indicated that he is able to rewind pump but will alarm motor error after the prime. Troubleshooting found that drive support cap was fine but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.